Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6), 2010. According to the complainant, during introduction of a jagwire into the rx cytology brush outside the patient, the jagwire got stuck inside the brush device, and it was noted that the catheter of the rx cytology brush was kinked. The procedure was completed with another rx cytology brush. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. This event has been deemed a reportable event based on the investigation results; the connecting wire was separated from the thumbring cannula at the distal end of the cannula, and the distal end of the guidewire channel had been torn off jaggedly and spread open along the working length of the device.

Manufacturer narrative:
A visual evaluation of the returned device found that both the extrusion and the connecting wire inside the extrusion were kinked in multiple places. The distal end of the side of the channel had been partially torn off jaggedly. The guidewire channel was found to be deformed and spread open along the working length of the device. A functional evaluation found that the brush would not actuate with the thumbring and the connection felt loose. The cap on the proximal end of the t-fitting was removed and the connecting wire was found to be separated from the thumb ring cannula at the distal end of the cannula. A 0.035 inch guidewire could not be fully backloaded through the distal end of the device. The guidewire came out of the distal end of the guidewire channel where it was torn. It appears that the catheter became kinked during attempted placement of the device into the scope. When the guidewire was inserted into the device up to the kinked area it is most likely that the guidewire would not pass further and the user removed the device. It appears that the channel became deformed and damaged during removal of the device from the scope and guidewire. Based on the investigation findings of the returned device the most probable root cause is handling damage. A lot history search was performed and found no other complaints against the reported lot number. (B)(4)